Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 367 mg/dl and ketone level was large. Cause was not known. Customer went to the emergency room (ER) and was treated with intravenous fluids/nausea medicine. After 5-6 hours, customer left ER. Bg was 250s mg/dl.